Manufacturer narrative:
Investigation into this event showed that the sample was tested in duplicate, neat and diluted, with conflicting results. However, the elevated result from the diluted sample was reported without verification of agreement of results between neat and diluted samples. Repeat testing yielding negative results consistent with results from an alternate method. Qc results were acceptable. Further investigation discovered variable dilution volumes from the on-analyzer dilution. The field engineer replaced the reagent metering probe and metering pump seals which restored the analyzer to its expected operation. The root cause of the elevated result is instrument-related. The falsely elevated result was reported due to user error.

Event description:
A customer observed a non-repeatable falsely elevated total b-hcg result for a patient sample tested on the eci analyzer. The biased result was reported and questioned by the physician. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.